Event description:
Reportable based on device analysis completed on 06nov2024. A comet ii pressure guidewire was selected for procedure. During preparation, after equalizing, it was not possible to get the pressure curve. The procedure was completed using alternative method and no complications were reported. However, device analysis revealed that the wire detached at 33cm from distal to proximal.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the (fractional flow reserve) ffr comet pressure wire with the optical cable and torque device. The wire was returned detached for analysis. During the product analysis it was found the wire detached at 33cm from distal to proximal, since the wire was detached, no signal or modulation when the device was connected to the test equipment was observed. Additionally, the body was found bent / kinked, and the tip bent. Device analysis confirmed the complaint allegation of no pressure signal.